Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right ventricular (rv) left bundle branch block lead became dislodged. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.